Event description:
It was reported that a spectrum iq pump under infused during cytarabine therapy. It was stated, civi cytarabine was noted to have approximately 400ml left in bag that should have had only 50ml left. Pump had registered delivering the full bag which did not match. The pump was changed out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5108366 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.